Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) united kingdom alleging her onetouch ultraeasy meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 1-2 weeks prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). The patient continued to take her usual dose of medications and "adjusted her insulin accordingly." A couple days after the start of the alleged issue, the patient claims she "used the toilet more frequently than usual." The patient denied receiving medical treatment. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.